Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump infusion connector was not fully twisted on after a recent start, leading to rising blood glucose until the user secured the connector and performed a fill tubing, after which the pump was reconnected and glucose began to stabilize. Symptoms included hyperglycemia. Outcomes included stabilization after corrective actions without hospitalization. Investigation included a troubleshooting call in which a fill tubing was performed to confirm proper delivery and component function. Investigation of this case revealed that an improperly attached infusion connection likely interrupted insulin delivery, which was resolved by correctly securing the connector and priming the line. It was concluded, based on previously established findings for similar reports, that user setup error was the most likely cause.